Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they transected the bronchus with the staple in a laparoscopic video-assisted thoracoscopic surgery with lobectomy dx, they pressed the green button and the first stapler¿s jaws closed and they were unable to open jaws to remove it from the tissue. After 40 seconds of attempting to open the jaws, it reopened but the stapler did not fire the staple. They opened a second stapler, that they also had difficulty in operating, but managed to finish the intervention. There was no patient injury.